Event description:
Reportedly, high ventricular threshold was observed during in-clinic follow-up. The lead was explanted.

Manufacturer narrative:
Summary of the investigation: the analysis of the patient files provided, dated 03 january 2025, led to the following observations: real-time data review (07 january 2025): a high ventricular (rv) threshold value was noted during the follow-up, indicating issues with proper pacing. The egm v shows frequent high-frequency deflections, these deflections are being interpreted as vs events, likely representing ventricular extrasystoles. It should be noted that some ventricular "vs" events coincided/ synchronized with atrial activity. The sensing curve shows instability and fluctuation, with low rv sensing values recorded by the device starting from at least 18 december 2024. These fluctuations in sensing values most probably indicate potential issues with the lead position. The rv impedance values, however, were within the specified range. This review suggests a potential lead positioning issue that may be affecting proper rv sensing and pacing functionality. These abnormal electrical behaviors may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. Once the lead is received and analyzed, an investigation report with the results will be provided. This case is retained and utilized for trending purposes.

Event description:
Reportedly, high ventricular threshold was observed during in-clinic follow-up. The lead was explanted.